Event description:
It was reported that after a procedure, there were no patient complications, however, the patient experienced bleeding post procedure. It was advised to check the console for alignment or calibration issue. No further information was provided.